Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the lancet holder on the onetouch lancing device is damage and will not hold the lancet in place. This complaint was classified based on the customer care advocate (ca) documentation and the follow-up information obtained on (B)(6) 2014. The patient manages his diabetes with humulin (46 units in the morning and 64 units at night when his blood glucose is above 200 mg/dl). The patient had been using the subject lancing device for 13 years before it was damaged on (B)(6) 2014. The patient reportedly was unable to manage his diabetes accordingly since he did not know what his blood glucose readings were. Subsequently around 4 pm that day, he developed symptoms of ¿dizzy and sweating¿ and was taken to the ER where he was treated for hypoglycemia. The patient felt better after the healthcare provider treated with food/drink at the time of concern. Troubleshooting revealed the lancing device was not misuse. The lancing device was replaced and requested back for investigation. This complaint is being reported because the patient developed symptoms and required hypoglycemic treatment after the lancing device was damaged.